Event description:
It was reported that , "upon removal of the block, the block came off, but one of the pegs stayed locked in the bone. Used pliers to get it out."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.